Manufacturer narrative:
Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated that they noticed that ise controls were outside of range and that they were unable to get the controls to recover back within range on the cobas 8000 ise module. Patient samples were pulled and repeated. One patient sample had discrepant values for ise indirect na, ci for gen.2. The initial values from the sample were reported outside of the laboratory to the doctor. The repeat results were believed to be correct and a corrected report was issued. The sample initially resulted in a na value of 125 mmol/l, which repeated as 140 mmol/l. The sample initially resulted in a cl value of 92 mmol/l, which repeated as 104 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls recovered low on (B)(6) 2021 and all other quality control data was within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple calibration error alarms and abnormal slope alarms occurred on the day of the event. The field service engineer determined the vacuum nozzle was out of alignment. The vacuum nozzle was aligned. Calibration, controls, and precision studies passed. The investigation determined the service actions resolved the issue.